Manufacturer narrative:
The colonoscopy device, model ec38-i10cl, serial number (B)(6), belonging to keçIören medical park hospital, which is still under warranty, was taken to technical service of endopenta with the complaint of "image freezing". As a result of detailed tests and controls, the technical service has determined that the camera image freezes momentarily when the down angle movement is made. It has been observed that there is no air leakage, there is no problem with the camera lens and led lenses, there is no damage to the distal head section that would affect the warranty period, and the general condition of the device is good. We performed good faith effort to gather additional information regarding this event the following questions. -was the procedure completed successfully. On (B)(6) 2023, we did not get an answer to our question, but pentax medical emea provided an email response stating "in most of the cases users have more than one endoscope because of reprocessing time." Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Image disturbance by moving the segment. This event occurred at the time of during inspection. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Evaluation summary: based on the data from the investigation, it was determined that the potential/root cause of the failure was that the signal line became partially disconnected due to loads such as bending motion and ift bending, and the line became disconnected in certain bending conditions. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 10-mar-2023 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 10-mar-2023. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.